Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 134.5, and 124.0 cm from the proximal end. The pusher assembly was fractured approximately 139.0 cm from the proximal end. The pusher assembly mid-joint was proximal to the introducer sheath friction lock. The embolization coil was detached from its pusher assembly inside its introducer sheath. Conclusions: evaluation of the ruby coil lp revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock and the pusher assembly was kinked and fractured near the mid-joint. If the pusher assembly mid-joint is retracted proximal to the introducer sheath friction lock, resistance will likely be experienced during advancement of the device. Forceful advancement of the device against the resistance may result in the pusher assembly kink and fracture. Further evaluation of the returned ruby coil lp revealed that the embolization coil was detached from its pusher assembly inside its introducer sheath. If the pusher assembly is fractured, the pull wire will retract from the ddt and the embolization will detached from the pusher assembly. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coil lps and non-penumbra microcatheter. During the procedure, a ruby coil lp would not advance from the starting position within its introducer sheath and, therefore, it was removed. The procedure was completed using a new ruby coil lp. There was no report of an adverse effect to the patient.